Event description:
It was reported that during a ureteroscope lithotripsy procedure, the console prompted an error after the console's foot pedals was pressed, as a result, the fiber beam stopped shinning. The fiber was replaced, and the procedure was completed without patient complications. The fiber was returned and analysis identified a connector fracture; therefore, reportability criteria is met based on this finding.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that the fiber received measured only 89.5 cm. A large segment of the laser fiber was broken off and not returned. It is likely that procedural conditions of the device during setup or use contributed to the fiber's breakage. The fiber could have been damaged or kinked during setup and may have fully broken once laser energy was applied. Microscope inspection revealed no light exiting the connector face, indicating an internal connector fracture. Additionally, the fiber tip was not returned. A fracture within the connector can occur during procedural handling of the fiber, whether during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, potentially leading to a complete inability for the fiber to fire. A functional test was performed, and the console displayed: applicator has been used 2 times. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on the information available, the investigation conclusion code assigned is cause traced to component failure, which indicates: expected or random component failure without any design or manufacturing issue.